Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room following a syncopal event. When in the emergency room the hospital staff attempted to interrogate the device unsuccessfully with a remote monitoring system. Boston scientific technical services (ts) was consulted and discussed that this device platform was not compatible with the remote monitoring system at the hospital, however the patient was noted to have a remote home monitoring system. The patient was sent home to perform a remote interrogation and referred to their clinic. At this time the cause of the syncope is unknown and the implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.